Manufacturer narrative:
The reported ultrabutton fixation device, intended for use in treatment, was not returned for evaluation. Attempts were made to retrieve the product and product has yet to be received.a relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed.

Event description:
It was reported that after using an implant for fixation of anterior cruciate ligament reconstruction procedures on the femur, 2 days after a patient's surgery a routine x-ray was taken and showed that the device had failed and had become loose. The procedure had been performed without any incidents according to the staff from the or. No x-ray was performed during or after the placement of the button.